Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that when an autopulse li-ion battery was placed into an mc charger, it was unable to be fully charged and stayed in a charge cycle. When the battery was placed into an autopulse platform the battery charge status indicator showed 3 bars instead of 4, providing an indication that the battery was not fully charged. No patient involvement was reported. No further details were provided.